Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 8.0, 17.4, and 16.0 mmol/l. Tests were done within 20 minutes. Patient did not experience any adverse events. No further information has been reported.